Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had sensor glucose and blood glucose differences on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised that the sensor glucose and blood glucose readings will be close but really match due to how glucose travels in the body. The customer was also advised to put a recommended (B)(4) aaa alkaline battery in the insulin pump for the best predictability.